Event description:
It was reported that the pump was not working properly which resulted in the customer being hospitalized for 5 days with elevated blood glucose levels. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.